Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Event description:
A customer reported getting readings of 379mg/dl, 352mg/dl, 389mg/dl, 399mg/dl and 428mg/dl on their freestyle meter that they perceived as higher than they felt and erratic, however, the readings were not obtained within 10 minutes, hence are invalid for comparison. The customer further reported self-medicating with insulin off of those readings, which resulted in "several insulin attacks" with subsequent loss of consciousness that occurred on (B)(6) 2011 between 12-1pm, (B)(6) 2011 at 1:30-2:30pm and (B)(6) 2011 at 1:30pm. The customer reportedly self-treated by eating food to counteract the events. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.